Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-25162. It was reported the pt's ipg recharge frequency has increased. Diagnostics revealed low and invalid contacts. X-rays have been ordered to evaluate the system. Pending the outcome of a paint pump trail the pt may undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.